Event description:
A malfunction on a pump was reported by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The technical support team provided information on how to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the issue reappeared.